Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 513 mg/dl. Cause of high bg was not known. Customer went to the emergency room with ketones identified as life-threatening by a healthcare provider; amount of ketones was not provided. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and was treated with intravenous fluids of saline and insulin. Customer was discharged approximately 2 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.